Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the cartridge, infusion set tubing and site multiple times. The customer's blood glucose (bg) level was 350 mg/dl and insulin injections were used to address the bg level. During troubleshooting with tandem technical support, a new cartridge was loaded onto the pump and the pump sounded an alarm. The customer was to use insulin injections to manage diabetes.